Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room and then hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 560 mg/dl. The customer reported that they allege insulin pump was under delivering. The customer experienced symptoms such as nausea. The customer was treated with insulin drip. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer performed displacement test and high pressure test and both test were passed. Customer reported the insulin pump was not worn during a medical procedure and test around magnetic resonance imaging. The insulin pump will not be returned for analysis.